Manufacturer narrative:
Submit date: 08/01/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the following potential causes were identified: incoming inspection not performed, in-process inspection not performed, defective material, malfunction, user misuse, or inattention. No trends or triggers have been found. No additional actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 06/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a hemodialysis catheter. The customer states that the patient received placement of the hemodialysis catheter six months ago, on (B)(6) 2015, due to uremia. After the placement of the catheter, the patient received hemodialysis at the local hospital on his own. In recent days, on (B)(6) 2016, the patient found a fracture at the red and blue junction part of the hemodialysis catheter that is exposed outside of the body. The hospital removed the catheter from the patient's body and placed a new one. The patient is current in good condition.